Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735821, serial/lot #: unk. The manufacturer representative went to the site to test the navigation system. The issue was confirmed and the camera was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure during a service call that the camera shows a red led. There was no communication with the camera. Troubleshooting found that after moving the camera the led changed to green. The next step is to change the camera. No patient was present at the time of the event. Additional information was received stating that the reported issue was sporadic and they believe it was caused by a temperature issue or a pump detection issue.

Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). The camera base was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The returned positioning sensor unit (psu) powered up on the test bench without issue. A check of the event log showed a storage temperature exceeded event in (B)(6) 2020. And there was an intermittent illuminator current low event in (B)(6) 2020. The psu also failed an accuracy test (aak) at .51 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. An electrical issue was observed. If information is provided in the future, a supplemental report will be issued.